Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. Performed psi test and was able to duplicate stated problem of failed occlusion. Further inspection of the pump found signs of fluid ingression around downstream. A faulty downstream occlusion sensor was found. The root cause was found to be a result of the user interfacing with the product in a manner inconsistent with the information for use (IFU).

Event description:
It was reported that a cadd® cadd-prizm® vip system experienced failed occlusion. There was no reported patient involvement.